Manufacturer narrative:
(B)(4).

Event description:
The healthcare professional (hcp) of a clinical study reported that the clinical diagnosis was blood clot and pulmonary embolism. The patient was hospitalized for blood clot and pulmonary embolism on (B)(6) 2016 and was released on (B)(6) 2016. The patient reported lower left extremity numbness post hospitalization. The outcome was resolved without sequelae. Interventions included administering medications. The event resulted in an emergency room visit. The event resulted in an unscheduled clinic or office visit. The patient was seen at the clinic on (B)(6) 2016. The etiology was noted as other specifically that the patient had a history of deep vein thrombosis and pulmonary embolism. The event resulted in a life-threatening illness or injury and required in-patient or prolonged hospitalization. Relevant medical history included: non-malignant pain

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional reported the event was not related to the device or therapy or implant procedure. No further patient complication was reported as a result of the event.

Event description:
The clinical site reported that the source record had been deleted. Follow up is being conducted for more information.